Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the wire going to the magnet was severely pinched by the door handle and ethernet cable had a tear. The field service engineer replaced power control board, door latch sensor, ethernet cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator malfunctioned and drawer was not opening, the medication in the fridge were grayed out and prevented user from dispensing medication to patient. The customer added that this malfunction caused a delay in dispensing medication to patient and the user were able to draw medication from another floor. However, there were no adverse events or injuries reported based on this event.